Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Replacement of the cover manifold will be performed by hospital employee. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of manual ventilation. There was no patient involvement.